Manufacturer narrative:
Additional information noted that this device was explanted and returned. It was noted that the patient experienced syncope as well. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
Additional information from the field representative noted a possible battery anomaly as the patient was seen (B)(6) 2016 where the longevity was less than .5 years which a declared of 2.5 years from the previously six month follow up. Boston scientific technical services (ts) discussed turning off automatic capture since the longevity loss could be due to the automatic capture being in retry. The competitor right ventricular (rv) lead showed an increase in pacing thresholds. The patient as pacemaker dependent. The patient was admitted to the emergency room with complaints of dizziness which was not noted to be related to the device concern. The device had tripped elective replacement time (ert) in (B)(6) 2016 thus testing could not be performed. There was concern of loss of capture due to a possible lead failure. Ts discussed the previous analysis from (B)(6) 2016 where the device appeared to have been operation and depleting normally. Ts noted that likely the current bin boundary operation with ac retry operation caused the device to switch to a higher current bin operation therefore causing the device to reach eri sooner than expected. Ts discussed 90 day change out window with this device. The patient was booked for a device replacement and possible a new rv lead, the device will be returned.

Event description:
Boston scientific received information that during a follow up six months ago there was three years of longevity remaining. At the most recent follow up there was < 6 months remaining longevity with a magnet rate of 100. The device memory was printed and sent for review to engineering. No adverse patient effects were reported. Engineering analysis noted this device appears to be operating and depleting normally. The device is accurately calculating the longevity remaining to ert declaration at approximately 1.855 years at the current operating parameters.